Event description:
It was reported by service report that the fowler would not stay down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Gas spring trip. Unit was fixed prior to tech arriving at the facility.